Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 : reference manufacturer report: 1627487-2018-00075. It was reported the patient had ongoing issues with the scs system autoreducing. The issue was resolved temporarily with reprogramming. The issue returned and surgical intervention was taken to have leads and ipg explanted and replaced. Reportedly the patient had therapy restored post-operatively.